Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, mentor received additional information about the patient¿s replacement procedure. Explanted devices were replaced with mentor smooth round moderate plus profile 350cc and mentor smooth round high profile 420cc saline breast prostheses (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, cat. #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. Patient reported that she noticed the breast was decreasing in size and felt different. Deflation was confirmed during a physical exam from the surgeon. As a result, the patient underwent bilateral explantation and replacement with an unspecified mentor saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 05/26/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered two rents. Rent a and b measuring approximately < 0.1 cm on the anterior aspect. Microscopic examination of the edges of both rents revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).